Event description:
It was reported that thrombus, stroke and death occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was successfully implanted. The patient was stable following the procedure. After some days post procedure, during a transesophageal echocardiogram (tee) check under sedation, a neo thrombotic thickening was detected on the watchman flx closure device due to a smoke effect in the left atrium. The patient was high bleeding risk for oral anticoagulation (oac) therapy. On (B)(6) 2021, the patient died and the official cause of death was an ischemic stroke.

Manufacturer narrative:
B5: describe event or problem: new information . B7: other relevant history: new information and correction.

Event description:
It was reported that thrombus, stroke and death occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was successfully implanted. The patient was stable following the procedure. After some days post procedure, during a transesophageal echocardiogram (tee) check under sedation, a neo thrombotic thickening was detected on the watchman flx closure device due to a smoke effect in the left atrium. The patient was high bleeding risk for oral anticoagulation (oac) therapy. On (B)(6) 2021, the patient died and the official cause of death was an ischemic stroke. It was further reported that the patient has had a transient ischemic attack before and hed been transferred to neurology department an had a negative tc response. No additional therapy after the procedure was performed due to the good result and the strong contraindication to new oral anticoagulants (noacs) therapy.